Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during use of the rigid video scope in a procedure, the monitor image showed a horizontal stripe noise, and the brightness of the image became dark for a moment. When the abnormality occurred, the energy device was in use. After the operation was completed, reproduction was confirmed, but some stripe noise was confirmed. The symptom that the image became dark did not reproduce. There was no confirmed malfunction concerning the high frequency generator. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable section, universal cord, scratched, distal end, light guide bundle, light guide chipped a root cause could not be identified. Based on the results of the investigation, it is likely the cable section, universal cord, scratched is caused by a component failure of universal cable and distal end light guide chipped is caused by component failure of insertion tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.